Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited a high capture threshold. The patient presented in hospital for lead revision to address the high capture threshold issue. During procedure, it was discovered that the lead was dislodged and the physician could not retract the helix. The lead was explanted and a new lead was implanted. The patient did not experience any adverse reaction and was stable prior, during, and after procedure..

Manufacturer narrative:
Analysis was normal. No anomalies were found.